Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 3998, lot# lb3047, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that the patient lost stimulation sensation about one month ago. The patient could see all three green lights illuminate on the back of the programmer and none were flashing. The patient was also able to hear the beeps as he raised stimulation, and he only heard triple beeps once he lowered stimulation all the way to the limit. It was noted that the patient had not had the ins battery checked for a while now. It was further reported when the patient tried to increase stimulation, nothing would happen. Additional information received reported that the patient had no stimulation sensation and that the device stopped working ¿a couple of years ago.¿ it was noted that the patient had not seen the health care professional since 2003 for the implant. It was noted that the patient needed to get something done but was not sure what to do.